Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, poly wear with heads now bearing against metal shell. No osteolysis seen on x-ray. No revision done yet.